Event description:
A discordant, falsely low human estradiol result was obtained on a patient sample on the immulite 2000 instrument. The initial, discordant result was reported to the physician(s), who questioned the result. The sample was rerun and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant estradiol result.

Manufacturer narrative:
The initial MDR 2247117-2013-00001 was filed on (B)(4) 2013. (B)(4) 2013: correction: the rerun result was stated to be 10,016 pg/ml. The rerun result was actually 1016.3 pg/ml.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluating the instrument and instrument data, the fse could not find any instrument malfunction. The fse did note that the error log indicated that probe wash had become low, and discussed this with the customer. The fse then ran the patient sample twenty times and the results were accurate. The cause of the discordant estradiol result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.